Manufacturer narrative:
(B)(4). Product will not return; customer retained the product since customer is satisfied with meter readings. Most likely underlying root cause of malfunction: user had inaccurate reference. Test strip-UDI#: (B)(4). Manufacturer contacted customer with followup phone calls even though during the initial phone caller stated feeling good but will seek medical attention; customer reported on (B)(6) 2016 was hospitalized for an asthma attack and high blood sugar. Customer was treated with levemir; customer unknown the blood glucose test results obtained when arrived; customer discharged on (B)(6) 2016 with blood glucose stabilized on 72mg/dl fasting; customer expressed been satisfied with the meter as he knows that the meter was reading properly.

Event description:
Costumer reported complaint for high blood glucose test results. (B)(6) staff, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 549mg/dl. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 549mg/dl, (B)(6) 2016 05:19 pm. Fasting: no. Undisclosed. Customer informed caller he was obtaining high readings from meter that he was concerned about as he was not experiencing any symptoms at time. Customer received the meter today (B)(6) 2016 from (B)(6) pharmacy and tested while at pharmacy, customer obtained a reading of 549mg/dl non-fasting (customer had a cup of tea within the last 2 hours). Customer is concerned with readings as he has never had such high readings. Asked caller to ask customer if he was experiencing any symptoms of high blood sugar,caller states customer denies having any symptoms but caller states customer is going to seek medical attention.